Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not turn on because the bearing cage for drawer five's slide was dislodged and bent, causing it to touch both the drawer controller printed circuit board (pcb) and the drawer module printed circuit board (pcb). A field service engineer replaced the door control printed circuit board (pcb), door, module printed circuit board (pcb), and the left rail of the full-height drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es screen was black and did not turn on. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.